Event description:
Customer called stating his insulin pump had several no delivery alarms during prime last month. His blood glucose is 336 mg/dl, and he treated with a bolus. During trouble shooting, insulin exited the tubing during a fixed prime. The cannula was not bent, but customer said it was slightly curved. The device history showed multiple alarms, including low reservoir and no delivery. A temporary basal was not programmed before the alarm. The device was not stored for a long time. The alarm occurred during normal use. A bolus delivery was accurately recorded in the history. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.